Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism did not operate properly. There was no report of patient impact. The following information was provided by the initial reporter: (IV tech) pt this IV in a pt and the needle would not disengage from the hub. 3 people (including myself) could not pull it. It felt like it was jammed on. It happened again - but this time it eventually came off, but it was very difficult.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism did not operate properly. There was no report of patient impact. The following information was provided by the initial reporter: (IV tech) pt this IV in a pt and the needle would not disengage from the hub. 3 people (including myself) could not pull it. It felt like it was jammed on. It happened again - but this time it eventually came off, but it was very difficult.